Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 8/23/2017 stated that during review of data, ra oversensing noted. The phys'ician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)